Manufacturer narrative:
The device was returned and an evaluation confirmed the reported complaint. The main circuit board and top case were replaced to resolve the issue. The device was scrapped due to customer declined repair. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had flow issues and blank display. There was no patient harm or an adverse event reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The pneumatic block was replaced to address the reported flow issues. Visual inspection of the main circuit board revealed a leaky super capacitor. The customer declined service and the device was scrapped as requested. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had flow issues and blank display. There was no patient harm or an adverse event reported as a result of this incident.